Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that when descending the biopsy needle, the trajectory 1 and 2 views turned black. No issues with the guidance view nor the articulating arm probe. Troubleshooting was performed. The manufacturer representative (rep) went back to verifying registration, then proceeded to navigation again. A high trajectory alignment error occurred, and the issue was not resolved. Delay information was not provided. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0 h3,h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. H6: code a0908, a1102 - high trajectory alignment error; code a0709 - trajectory 1 and 2 views turned black. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.